Event description:
It was reported that a pocket revision procedure was performed due to pocket decubitus. During the procedure, the physician noted that the insulation on the lead was damaged. The physician decided to replace the lead, and the ICD remains in use. No further patient complications were reported as a result of this event, and the patient outcome was reported to be good following the replacement procedure.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) outer insulation torn; full lead returned and analyzed.